Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set was "kinked" and caused the patient to have hyperglycemia. The patient was hospitalized for 1 day due to the high blood glucose. The type of treatment given to the patient was unknown. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.